Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the(B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during acl reconstruction with btb, the anchor rotated without resistance in a bone hole and the surgeon could not insert it after tapping the bone hole. He found the tip of the device and the edge broken therefore stopped using it. He tapped the bone hole again and successfully fixed a backup device. The surgery was completed with a ten-minute delay. There was no harm to the patient.